Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was able to charge the ins but the ins was dead after 2 days. The patient said they have always charged the ins every 2 days but it was usually not dead after 2 days and the patient said it was usually 1/2 full. The patient stated that they were trying to get up and their knee popped and swelled. The patient said they had an x-ray and after that the ins started dying real fast. The patient was directed to their healthcare professional to have the ins checked. No further complications were reported/anticipated.